Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a high glucose alert on the ilet and discovered the cartridge was outside the device, the device had not been rewound, and insulin delivery was interrupted until the user rewound the cartridge, purged air from the cartridge with a syringe, primed to drops, and reconnected the 23-inch, 6 mm infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia with a highest blood glucose of 260 mg/dl and elevated glucose for approximately one hour, without ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no use of back-up therapy, and no need for assistance beyond remote troubleshooting guidance. Investigation included customer interview and troubleshooting with education on proper cartridge rewind and priming procedures. Investigation of this case revealed presence of large air bubbles in the cartridge and incomplete setup prior to use, which likely contributed to interrupted insulin delivery and high glucose. It was concluded that user setup error and air in the cartridge led to hyperglycemia, and retraining on proper rewind, air removal, and priming was provided.